Event description:
The pump was refilled by doctor in his clinic. Later in the afternoon the patient called the physician and reported lower body numbness which was slowly traveling upwards towards her abdomen. The physician called for emergency transport to take the patient to the hospital, met the patient there and then stopped the pump. He withdrew the pump contents with great difficulty. He was able to aspirate nearly all of the refill contents within 1 ml of original refill amount. He then had difficulty getting drug in/out of the device and felt that the reservoir or pump might be compromised. The next day the pump was refilled with saline. The pump was replaced and the patient was reported to have recovered without sequela. The pump had been refill with morphine, clinidine, bupivicaine, and midazolan. The drug has been sent for analysis of drug content and concentrations.

Manufacturer narrative:
.